Event description:
During a follow-up visit, the lv lead appeared to be capturing the atrium in high output of the ventricle. The lead was found to be dislodged. During the lead revision the physician found it necessary to perform a venous angioplasty of the subclavian and brachiocephalic vein due to poor access. This lead was eventually repositioned.